Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath used with the right ventricular (rv) lead was cut with a surgical knife. Then the right ventricular (rv) lead was checked and it was observed that the lead insulation had been "turned over" and damaged. The rv lead was removed and a new rv lead was successfully placed. No patient complications have been reported as a result of this event.